Event description:
The customer reported his blood glucose measured 179 mg/dl at 2:01 am, 220 mg/dl at 6:47 am and "high" (greater than 500 mg/dl) at 8:21 so he gave a manual injection of 5.0 units of insulin. He tested his bg again and it was still reading "high" so he gave another manual injection of 5.0 units of insulin. He then deactivated the pod and noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.